Event description:
It was reported that the system controller and mobile power unit (mpu) were exchanged due to the metal rods of the connections being broken.

Manufacturer narrative:
Related MFR for the mpu: 2916596-2023-04806. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken metal rod connection in the system controller was confirmed via evaluation. A review of the log files contained data spanning approximately 2 days ((B)(6) 2023, (B)(6) 2023 per timestamp). On (B)(6) 2023 from 9:27:49 ¿ 12:48:25, intermittent atypical power cable disconnect and low power hazard alarms activated due to the relative state of charge (rsoc) and bus voltages of the white power cable dropping while connected to the mobile power unit. From 12:36:14 ¿ 12:36:21, atypical low power hazard alarms activated due to the rsoc voltage of the black power cable dropping. Additionally, at 10:49:50, 10:50:39, 12:46:46, and 12:48:19, atypical no external power alarms activated when the black power cable was disconnected from the controller while the white power cable was experiencing a voltage drop. The backup battery was able to provide power to the system during the events. The voltage issue is consistent with the missing pins on both power cable connectors. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. Pins 3 and 4 on the white power cable and pin 3 on the black power cable were observed to be broken off. The controller was functionally tested, and despite the observed damage, the controller was able to operate as intended. The controller was able to support pump function for an extended period of time without issue. A root cause for the reported event was determined to be the hospital nurses breaking the controller connector pins, per the provided information. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿ indicates under the subsection entitled ¿guidelines for power cable connectors¿, how to properly connect/disconnect the power cables from power sources, including lining up the half circles inside the connectors and never twisting or forcing the connectors. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.